Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a non-qualified cartridge, handpiece and viscoelastic.the company model is only qualified for use in the company (a) and (b) cartridges. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge/handpiece/viscoelastic combination.company iols(intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, iol haptics were broken. Additional information has been received and stated that iol was split in half. The symptoms were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).